Event description:
It was reported that the tibial insert would not lock down when they went to impact it to the base plate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.